Event description:
Belmont overheated after transfusing about 8 or 9 units red blood cells (rbc) and 7 or 8 units of fresh frozen plasma (ffp). Standard preparation and usage. No high pressure or other problems were noted.